Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "stapler did not fire well?" There was missed fired during stapling and the staple line was not completed. Where within the gap setting scale was the orange indicator prior to firing? It was in the green zone. What confirmation was received that the device was fully fired? The surgeon noticed tactile and audible feedback when cutting through the breakaway washer. Did the device staple? Yes. Was the staple line complete? No it was not completed. Were there any staples missing from the staple line? Yes there where some missing staples. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes it did. Was the cut line fully circumferential around the target tissue? Yes but was not completed. If the device fully cut, were both tissue donuts present? Yes but with different size. How many counter-clockwise revolutions were used to open the device? The device was opened for by turning the adjusting knop counterclockwise for 2 complete 360 revolutions. How was it confirmed that the anvil was free from the tissue prior to removing? The surgeon noticed tactile and audible feedback when cutting through the breakaway washer. After firing was the adjusting knob turned ½ to ¾ revolutions? After firing the device was opened for by turning the adjusting knop counterclockwise for 2 complete 360 revolutions. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Surgeon.. Who removed the device? Surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? The user was full of experience with the device.

Event description:
It was reported that during a low anterior resection, the circular stapler did not fire well. The distal donut was not complete, and the patient had positive leak test and hand sewn anastomosis was done. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2022 d4: batch # t5dw09 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.